Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to he couldn't pump up the device. The pump would go flat as if there was no fluid left. Upon removal, it was as noted that the reservoir had a hole in it. All components removed and replaced with a new ipp. The patient had a good outcome with no further complications.